Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within the first month of being implanted, the implantable cardiac monitor (icm) implant area was itchy, the patient scratched and twiddled with device until it explanted. The icm is no longer in use. No further patient complications have been reported as a result of this event.